Event description:
A (B)(6) customer received a blood glucose reading of 2.7mmol/l on the contour, using strips she divided into two bottles. She was shaking, which she stated was a symptom of hypoglycemia. She ate 3/4 cup of sugarpop. The strips were not expected to be returned, and product was not replaced at the time of the call.